Manufacturer narrative:
Cloudy vision. Hazy vision. Evaluation: results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and the work order search, a specific root cause of the event could not be determined.

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her right eye (od) in 2007. The patient reported in the last few months has been experiencing intermittent cloudy/hazy and blurry vision. The reporter at the doctor's office stated at the last post-op visit in 2008, the patient had a vision test and there were no problem with the patient's vision, no cataract development and the vision was good. The bcva was 20/15. The lens remains implanted.